Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years.  The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2015. It was reported that the patient expired due to pump thrombosis on (B)(4) 2017. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device could not be located at the user facility. No product was returned for evaluation. A correlation between the device and the report of suspected pump thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.